Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. A global receiver test was performed and the receiver passed. A review of the receiver data log resulted in confirmation of failures related to the customer complaint. The reported inaccuracy was confirmed. A root cause could not be determined.